Event description:
It was reported, the tremor patient¿s implantable neurostimulator (ins) battery had a ¿low duration.¿ the ins was notably explanted four days prior to report. There were ¿no¿ actions required as a result of the event however and there was ¿no¿ patient harm, injury, or death. The patient was ¿ok¿ and their therapy was effective as of three days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached normal end of life. The ins ¿was received with telemetry and a battery voltage of 2.08 volts. By the time the ins was analyzed the voltage dropped below 2.00 volts, causing the ins to lose telemetry, so a functional test could not be performed.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).